Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). The gde was inspected externally and no anomalies were found. The gde was installed on to avea test station rfa-1 and powered in to user mode. Fa was unable to hear an audible alarm when the gde was started up. Fa created an alarm by turning off the air source, ¿loss of air¿ alarm was being displayed on the user interface module (uim) alarm banner, but no audible alarm. Fa continued by replacing tca assembly with a known good tca assembly. After the tca replacement was made, the gde was powered on into user mode and fa was able to automatically hear an audible alarm. Fa was able to duplicate the customers issue and isolated the reported problem to the integrated circuit, located in the tca assembly. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). Field service replaced the second alarm printed circuit board, however the alarm remained non-functional. He determined that the unit most likely needed a replacement gas delivery engine. A gas delivery engine is on order for this unit, however at the present time there are no replacement gas delivery engines available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to complete the repair.

Event description:
The customer reported the following: "pre use checkout and the audible alarm is nonfunctional." No patient involvement. Field service was requested.